Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the oscillator, designator y1 on the single board computer of the system pcb assembly was inoperative.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would power up, but would not complete the boot cycle and would reboot itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.